Event description:
Pt with large hernia that has recurred 5 times was admitted to hospital and an infected gore-tex mesh was removed. The patient had been placed on penicillin for 1 month before surgery, and received permacol to replace infected mesh. Approximately 1.5 weeks after surgery the patient had a coughing episode and the permacol tore, releasing retained fluid from the wound. The surgeon re-operated and removed 75% of the implant, some of which had started to dissolve. The wound was left open with a vac system, and granulation tissue was reported as forming. The surgeon commented that he was not surprised by this incident as this was a difficult case.